Manufacturer narrative:
Received 2 racks and 36 loose tubes of 454334/b25033eh for evaluation. Received customer pictures. We have no remaining inventory of the material/batch. We have no further complaints on the material/batch. Tubes were verified to be correctly assembled with no deviations observed. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. The complaint is not duplicated. Corrected data: h6: type of investigation, investigation findings, investigation conclusion; h11: manufacturer narrative.

Manufacturer narrative:
Complaint (B)(4). Samples have been requested from the customer but have not yet been received at the time of this report. If and when customer samples are received, they will be evaluated as part of the complaint investigation. Upon completion of the complaint investigation, a supplemental report will be filed.

Event description:
The customer advised the blue top tubes are not filling. Photographs provided. Customer advised both winged and straight needle devices used. Customer advised tubes collected per IFU procedures.